Manufacturer narrative:
Alleged failure: sync vision pro monitor fell off of the slave stand. I, the representative installed the monitor. When I came by the facility to see what had happened I had noticed the shorter vesa screws were used instead of the longer vesa screws. The screws used were the only screws sent with the monitor. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the screws were not tightened improper installation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the sync vision pro monitor fell off of the slave stand. There was no patient involvment and therefore no adverse consequence.